Manufacturer narrative:
Device used for treatment, not diagnosis. Shi, s., et al (2016). Application of a stand-alone anchored spacer in noncontiguous anterior cervical arthrodesis with radiologic analysis of the intermediate segment. Journal of clinical neuroscience, 25, 69-74. China. This report is for unknown zero-p device, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: shi, s., et al (2016). Application of a stand-alone anchored spacer in noncontiguous anterior cervical arthrodesis with radiologic analysis of the intermediate segment. Journal of clinical neuroscience, 25, 69-74. China. The authors assessed, preoperatively and at 24 months postoperatively, the clinical outcomes using the japanese orthopaedic score, neck disability index, and visual analog scale to assess 19 patients (8 men, 11 women, age range 37-75 years, mean age 58.0 years) with noncontiguous cddd (cervical degenerative disc disease) who underwent skip-level fusion using a zero-p cage device. Of the 19 patients an unknown number experienced complications: an unknown number of patients experienced unspecified instrument failure. A copy of this literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4). This report is for an unknown zero-p device which refers to an unknown number of patients who experienced unspecified instrument failure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional manufacturer narrative: a copy of this literature article is attached to this medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.